Event description:
In this event it is reported that m2 niti taper .06 sterile wp21 file broke during use. The broken part remained in the root canal. The tooth with the broken part was extracted.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Manufacturer narrative:
2 (two) unsuccessful requests to retrieve suspect product or investigation result have been made and documented. Complaint will be reopened if suspect product or investigation result arrives per 8000-sop-038. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. No product and no lot received therefore no investigation possible.